Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported his skin was breaking out on his chest and sides. The patient described the irritation as hives that itch. There was no alleged device malfunction contributing to the irritation. The patient's doctor was aware the patient removes the device due to the skin breaking out. The patient used lubriderm for the irritation. The medical outcome of the rash is unknown as follow up attempts were unsuccessful. Reporting out of abundance of caution. Supplemental report 9/10/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported his skin was breaking out on his chest and sides. The patient described the irritation as hives that itch. There was no alleged device malfunction contributing to the irritation. The patient's doctor was aware the patient removes the device due to the skin breaking out. The patient used lubriderm for the irritation. The medical outcome of the rash is unknown as follow up attempts were unsuccessful. Reporting out of abundance of caution.